Event description:
It was reported that an error 3 occurs with test tip while running the user initiated test. No case involvement.

Manufacturer narrative:
Eval summary: the hand piece was returned with the nose cone cracked and a loose mount. The analysis was performed and was found that the hand piece no longer meets the specs for phase margin. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator was found. Due to this condition, it may lead for an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.